Manufacturer narrative:
Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following article: käfer et al., (2008) posterior component impingement after lumbar total disc replacement. Spine, volume 33, pages 2444-2449. (B)(6) article. This was an investigational device exemption study of 56 patients with degenerative disc disease or post discectomy-syndrome or a combination of both who were treated between (B)(6) 2000 and (B)(6) 2006 with a total of 66 prodisc-l prostheses implants (synthes, solothurn, ch). Forty-six patients received a mono-segmental implantation and 10 patients received bi-segmental implantations. The objective of this study was to assess radiographically segmental angulation and mobility after lumber total disc replacement (tdr), to determine the rate of posterior component impingement, and to investigate the influence of implantation level and mono versus bi-segmental implantations. The average patient age was 40.4±7.5 years, gender ratio (male/female) was 23:33. The segmental angulation and extension was measured twice on standing radiographs (neutral position and maximum extension) using the spike method. The average angulation in the neutral position was 9.9° (±4.8°) and 9.9° (±4.9°) at first and second measurements, respectively. In maximum extension it was 11.3° (±4.9°) and 11° (±4.9°). For unidentified patients, 11% (absolute measurement (am)) and 5% (95% confidence interval (ci) of protheses that showed posterior component impingement in the neutral position. For the 15% (am) and 9% (95% ci) of protheses that showed posterior component impingement in maximum extension. Mobility was maintained in 52 protheses (79%), but only 21 (32%) extended more than 1.4°. This is report 1 of 3 for (B)(4). This report is for an unidentified patient: unknown number of prodisc-l devices (superior endplate), unknown quantity, unknown lot number.

Event description:
This report is being filed after the subsequent review of the following article: käfer et al., (2008) posterior component impingement after lumbar total disc replacement. Spine, volume 33, pages 2444-2449. Germany article. This was an investigational device exemption study of 56 patients with degenerative disc disease or post discectomy-syndrome or a combination of both who were treated between january 2000 and december 2006 with a total of 66 prodisc-l prostheses implants (synthes, solothurn, ch). Forty-six patients received a mono-segmental implantation and 10 patients received bi-segmental implantations. The objective of this study was to assess radiographically segmental angulation and mobility after lumber total disc replacement (tdr), to determine the rate of posterior component impingement, and to investigate the influence of implantation level and mono versus bi-segmental implantations. The average patient age was 40.4±7.5 years, gender ratio (male/female) was 23:33. The segmental angulation and extension was measured twice on standing radiographs (neutral position and maximum extension) using the spike method. The average angulation in the neutral position was 9.9° (±4.8°) and 9.9° (±4.9°) at first and second measurements, respectively. In maximum extension it was 11.3° (±4.9°) and 11° (±4.9°). For unidentified patients, 11% (absolute measurement (am)) and 5% (95% confidence interval (ci) of protheses that showed posterior component impingement in the neutral position. For the 15% (am) and 9% (95% ci) of protheses that showed posterior component impingement in maximum extension. This is report 1 of 3 for com-(B)(4). This report is for an unidentified patient: unknown number of prodisc-l devices (superior endplate), unknown quantity, unknown lot number.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: käfer et al., (2008) posterior component impingement after lumbar total disc replacement. Spine, volume 33, pages 2444-2449. This report is for an unknown prodisc l devices (superior endplate)/ unknown quantity/unknown lot. UDI # unknown part number; UDI is unavailable. (B)(6). (B)(4). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number were provided if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.